Event description:
Based on complaint report or investigated failure mode, there was an alteration in staining. Customer complaint record reported the event as follows: staining issues on slide at position 1. No direct or indirect patient harm or user harm have been reported.